Event description:
It was reported that the customer miscalculated a bolus and blood glucose (bg) level subsequently decreased; however, no bg value was provided. Customer consumed carbohydrates to address bg. Reportedly, the customer continued to use the pump for insulin therapy.